Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked and the display screen has pinkish contrast. This report is made based on results of investigation completed on 02/09/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: evaluation revealed that due to continuous use of the pump the black box data and histories for the event on (B)(6) 2014 have been overwritten. A review of the available black box and alarm history shows no eaw's related to the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.